Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for loosening. Patient had bone scan consistent with humeral loosening but only minimal symptoms. Followed clinically and returned 3 months after initial discovery of potential loosening decided to revise implant. (B)(6).

Manufacturer narrative:
The MFR number submitted in the initial report and follow-up #01 was not correct, the MFR number was consequently corrected. The initial submission was erroneously submitted as a 5 day report and our firm was not required to initiate action to prevent an unreasonable risk of substantial harm. This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for loosening. Patient had bone scan consistent with humeral loosening but only minimal symptoms. Followed clinically and returned 3 months after initial discovery of potential loosening decided to revise implant. Patient: (B)(6).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for loosening. Patient had bone scan consistent with humeral loosening but only minimal symptoms. Followed clinically and returned 3 months after initial discovery of potential loosening decided to revise implant. Patient: (B)(6).